Event description:
Boston scientific crm received information that this lead had a pacing impedance measurement greater than 3000 ohms. No specific adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed. During the revision, the lead impedance was measured with a pacing system analyzer and was confirmed to be out of range. A new pace sense lead was implanted. No further information is available. This report will be updated if more information becomes available.